Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported, following cataract surgery the intraocular lens rotated from axis 100 to axis 45. By the time it was discovered the iol could not be explanted. During evaluation posterior capsule opacification was noted and a yag procedure was performed. The patient reported improvement in their vision and is happy.